Event description:
The customer alleged that he performed a control test and received a result of 299 mg/dl. The normal control range was 102-141 mg/dl. No adverse event was alleged. The customer was unable to perform additional control tests during the call, as his meter kept turning off. The customer's test strips and meter are to be returned for eval. Replacement products were sent to the customer.